Manufacturer narrative:
Corrected data: date manufacturer received information correction (g4).

Event description:
Information was received indicating that a smiths medical infusion set broke into 2 under infusion of acyclovir in the patient's home. The break occurred near the air filter. The pump alarmed when the infusion started indicating the issue. The patient was getting treatment on a cadd pump three times a day on intermittent mode. The set was changed that same day. The pump was not dropped. There were no reported adverse events.